Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Optometrist reported trace dlk (diffuse lamellar keratitis), for a left eye at one day post-operative visit after bilateral lasik. The pt's steroid drops were increased followed by scheduled taper. At three week post-operative visit dlk had resolved. This report reference the left eye. A separate report will be filed for the right eye, of the same pt.